Manufacturer narrative:
Qn#(B)(4). Device evaluation: the report that the dilator tip split during insertion was confirmed. One 9 fr x 4" dilator was returned. Visual inspection without magnification found the dilator body to be slightly bent. Microscopic examination determined that the tip of the dilator was deformed with several indentations resulting in a "flowered" appearance. Dried blood was observed on the tip of the dilator. The whitened appearance near the damage is characteristic of stress. The dilator drawing specifies the dilator body length at 4 +/- inches. The body length was measured at 4 1/64 inches (102 mm). The extrusion drawing specifies the outside diameter of the catheter body at .117/.120 inches. The outside diameter was measured at .119 inches. The instruction booklet provided with the kit, recommends enlarging the cutaneous puncture site with use of a scalpel and then using the dilator to enlarge the site as required. It is not known if a skin nick was made prior to dilator insertion. A device history record review was performed with no evidence to suggest a manufacturing related cause. Based on information provided and other remarks: damage observed, operational context caused or contributed to this event. No further action will be taken.

Manufacturer narrative:
(B)(4).

Event description:
It was reported during insertion, the tip of the dilator split. As a result, they used a dilator from their psi kit (B)(4). They do not know if there was a delay in treatment and there was no patient death or complications reported.